Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify keypad unresponsive or button error alarm due to display anomaly. No damage noted at keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly and blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that she went to a swimming together with her insulin pump and the insulin pump was exposed to fluid and it was a warm water. Display did not return after insulin pump restart. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The device will be returned for analysis.